Event description:
It was reported to boston scientific corporation on march 12, 2009, that an endostat iii electrosurgical unit was used during a procedure performed in 2009. According to the complainant, the console burns, but does not provide the cut sharpness that is desired. The procedure was completed with the same endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. The bsc sales representative for the site indicated that the account is not satisfied with the cut quality of the device. He noted that it may not be a console issue, but rather the account being used to a competitor's product.

Manufacturer narrative:
Cut, sharpness of. The device has not been received for analysis. If returned, upon completion of the complaint device failure analysis, if further relevant information is identified, a supplemental medwatch will be filed.